Manufacturer narrative:
Eval: results: a lens work order search was performed and no similar complaint was found.

Event description:
Review of this file indicates that 5 days post icl implantation, the surgeon noted signs of endophthalmitis. Ac tap was negative for any bacteria, but the vitreous tap was positive for staphylococcus. Intravitreal antibiotics were given which resolved the condition. The icl remains implanted and the pt is currently doing very well with a ucva of 20/25. Staar's medical liaison officer's review: post-operative infectious endophthalmitis is a rare condition and ranges from 0.13% to 0.7%. The presenting signs and symptoms often occur within the first 48 to 72 hours after surgery. The most likely source of organism producing endophthalmitis after intraocular surgery is the pt's own flora residing in the conjunctival sac. Although, there are other sources that may cause this condition, it is highly unlikely that the icl was the cause of this adverse event. Icls undergo steam sterilization using validated methods prior to release. Furthermore, lal testing is performed for every batch to ensure that the product is free from any endotoxin.